Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 21 mm watchman laa closure device and delivery system (wds) were used. The closure device was deployed and successfully implanted. Post procedure, the patient experienced chest pain and a perforation and small pericardial effusion was noted. No intervention was required; it resolved on its own. The patient is fine and no other complications occurred. The patient was discharged from the hospital two days post procedure. It was suspected the perforation was caused by the device deployment.